Manufacturer narrative:
H3 other text : it was determined through investigation that this record is not a complaint.

Event description:
It was determined through investigation that this record is not a complaint.

Event description:
It was reported to philips that the device did not pass testing. There was no patient involvement.